Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the pump was warm to the touch despite being in room-temperature conditions. Customer's blood glucose level was in the 200 mg/dl range. The customer continued to use the pump for insulin therapy. It was also reported that the customer administered a mealtime bolus but did not eat the appropriate amount of carbohydrates that were entered into the bolus menu. The customer's blood glucose (bg) level subsequently decreased to 43 mg/dl. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery depletion issue was verified. Based on the analysis, the alleged battery temperature issue could not be verified.